Manufacturer narrative:
Alleged failure: stryker small joint cutter break while being used on a patient the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of the failure could be excessive force applied by the user, such as bending or prying, which may lead to the bending or breaking of the arthroscopic shaver blades. Additionally, the blade may have come into contact with a hard object, which could have damaged the teeth and impacted the housing edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported during a case, 1 of the stryker small joint cutter broke while being used on a patient, the surgical team were able to remove the bit that broke.

Manufacturer narrative:
Alleged failure: stryker small joint cutter break while being used on a patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of the failure could be excessive force applied by the user, such as bending or prying, which may lead to the bending or breaking of the arthroscopic shaver blades. Additionally, the blade may have come into contact with a hard object, which could have damaged the teeth and impacted the housing edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported during a case, 1 of the stryker small joint cutter broke while being used on a patient, the surgical team were able to remove the bit that broke.